Event description:
It was reported that oversensing was noted on this lead, approx. 165 months after the implantation. The lead was capped and left in patient on (B)(6) 2020. A new lead was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. During the inspection of the provided iegm episodes the occurrences of artifacts could be confirmed in the rv channel, as indicated in the complaint, leading to an inappropriate ICD charging. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.